Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 26-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), uterine perforation ('perforation of organs / possibly perforating the serosa'), embedded device ('small portion of it is embedded into the myometriumsmall portion of it is embedded into the myometrium') and device dislocation ('migration of implant / migration/ right coil does not seem to be in the uterine cavity: may be outside the tube') in an adult female patient who had essure (ess205) (batch no. 12281414, 12277465) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and endometriosis. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding go through a heavy pad and a heavy tampon every hour") with abdominal pain, internal injury ("internal injuries"), pelvic pain ("pain / I was in pain for over 10"), back pain ("lower back pain all the time"), dyspareunia ("hurts to make love"), rash ("skin rash"), acne ("bad acne my face was always breaking out"), headache ("very bad headaches / headaches"), asthenia ("no energy at all"), fatigue ("very fatigued / fatigue") and irritability ("my moods are very bad, she got very irritated at little things") and was found to have weight increased ("her weight was 110lbs. After essure her weight was 160"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, embedded device, device dislocation, genital haemorrhage, internal injury, pelvic pain, back pain, dyspareunia, rash, acne, headache, asthenia, fatigue, irritability and weight increased outcome was unknown. The reporter considered acne, asthenia, back pain, device breakage, device dislocation, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, internal injury, irritability, pelvic pain, rash, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: two essure coils were identified grossly near the uterine fundus. The majority of the coiled portion is free floating within the superior endometrial cavity and a small portion of it is embedded into the myometrium. There were three coils exposal at the end of placement of the issue on the right hand side and four coils displayed at the end of placement on the left hand side. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: event embedded device added. Lot number added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 05-nov-2015. The most recent information was received on 11-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), uterine perforation ('perforation of organs / possibly perforating the serosa'), embedded device ('small portion of it is embedded into the myometrium small portion of it is embedded into the myometrium') and device dislocation ('migration of implant / migration/ right coil does not seem to be in the uterine cavity: may be outside the tube') in an adult female patient who had essure (ess205) (batch no. 12281414, 12277465) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and endometriosis. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding go through a heavy pad and a heavy tampon every hour") with abdominal pain, internal injury ("internal injuries"), pelvic pain ("pain / I was in pain for over 10"), back pain ("lower back pain all the time"), dyspareunia ("hurts to make love"), rash ("skin rash"), acne ("bad acne my face was always breaking out"), headache ("very bad headaches / headaches"), asthenia ("no energy at all"), fatigue ("very fatigued / fatigue") and irritability ("my moods are very bad, she got very irritated at little things") and was found to have weight increased ("her weight was 110lbs. After essure her weight was 160"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, embedded device, device dislocation, genital haemorrhage, internal injury, pelvic pain, back pain, dyspareunia, rash, acne, headache, asthenia, fatigue, irritability and weight increased outcome was unknown. The reporter considered acne, asthenia, back pain, device breakage, device dislocation, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, internal injury, irritability, pelvic pain, rash, uterine perforation and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: two essure coils were identified grossly near the uterine fundus. The majority of the coiled portion is free floating within the superior endometrial cavity and a small portion of it is embedded into the myometrium. There were three coils exposal at the end of placement of the issue on the right hand side and four coils displayed at the end of placement on the left hand side. Lot number: 12277465 manufacturing date: 2015/06 expiration date: 2007/01. Lot number: 12281414 manufacturing date: 2005/08 expiration date: 2007/02. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 13-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device breakage ("fracturing of the implant"), device dislocation ("migration of implant / migration") and genital haemorrhage ("heavy bleeding go through a heavy pad and a heavy tampon every hour") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) with abdominal pain, internal injury ("internal injuries"), acne ("bad acne my face was always breaking out"), headache ("very bad headaches / headaches"), asthenia ("no energy at all"), fatigue ("very fatigued / fatigue"), irritability ("my moods are very bad, she got very irritated at little things"), back pain ("lower back pain all the time"), dyspareunia ("hurts to make love"), weight increased ("her weight was 110lbs. After essure her weight was 160"), pelvic pain ("pain") and rash ("skin rash"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016) and surgery (she had surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, device dislocation, genital haemorrhage, internal injury, acne, headache, asthenia, fatigue, irritability, back pain, dyspareunia, weight increased, pelvic pain and rash outcome was unknown. The reporter considered acne, asthenia, back pain, device breakage, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, internal injury, irritability, pelvic pain, rash, uterine perforation and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra (B)(4) can be provided. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2017: summons received - new event 'fracturing of the implant' was added. Product implants date was updated. New reporter was added.¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.